Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenertive mitral regurgitation (mr) grade 3. When grasping in the a1/p1-region, the clip interacted with the chordae and caused a second flail when pulling back the system into the atrium. Standard troubleshooting was used. After this, even with several graspings there is no sufficient mr. The procedure was aborted with no clips implanted. Mr remained unchanged grade 3. No clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflet appears to be related to patient morphology/pathology. However, a cause for the reported difficult to remove (clip interacted with the chordae) cannot be determined. The reported tissue injury was due to the clip interaction with the chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.